Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported two screws broke and one bent during a post-traumatic ankle, tibial osteotomy (medical approach) procedure. The cortex was very thick (approx 1.5cm). " the operation was done by the book." The devices were in contact with the pt, however, there was no pt injury. Add'l info was received" it was confirmed, 3 units failed. The procedure was performed on (B)(6) 2014. The age and gender of the pt are not known. The lot numbers of the devices are not known. There was an add'l 30 mins of surgery time related to this event. No harm was done to the pt. The medical staff finished the operation with other screws.